Event description:
A malfunction was reported, identified by code malf 12. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions for ongoing use. The customer was advised to contact support again should the malfunction recur.